Event description:
It was reported that during a da vinci gastrectomy procedure, the motion of cadiere forceps attached on arm 3 became bad suddenly. By confirming,the slack of wire was found. By rotating the disks, it was found that one of the disks did not work. The wire seemed to came off in the housing. By using backup instrument, the planned operation was completed without problems.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The idler block which supports the back idler pulleys was broken. As a result of damage, the cables usually routed on the idler pulleys were loose and the pin that supports the pulley are attached to the magnet. The pitch cable was loose at the distal end. The housing was opened and broken fragments from the chassis and the back idlers fell out. The broken portion of the chassis was near the idlers and caused all four of them to fall out. The idler failure caused the pitch cable failure at the tip. Failure analysis concluded that broken damage may be due to mishandling/misuse. No other damages were found on the instrument. An additional observations found during failure analysis was broken snaps and a crack on the housing and main tube scratches. Housing had all four snaps broken off and as a result the housing could easily be removed. Housing also exhibited a crack at the back end. The main tube also was found with deep scratches on the distal end.